Manufacturer narrative:
(B)(4). The sample is not available for evaluation as it has been discarded. This medwatch was initially attempted to submit on (B)(6) 2010, however, since the (B)(4) was not operational due to a power outage, this medwatch is being resubmitting on (B)(6) 2010.

Event description:
A customer contacted baxter's (B)(4) regarding a system error 2240 alarm (air in line) that appeared on the homechoice (hc) unit during drain 5 of 5. The caregiver (cg) stated that the home patient (hp) disconnected to use the restroom and when he came back the hc was alarming system error 2240. The patient reconnected. The baxter technical service representative advised the hp disconnect and discard the supplies and finish with manuals. Baxter (B)(4) contacted the hp's nurse regarding the 2240 alarm. The nurse stated that the hp has continued therapy. There was no patient injury or medical intervention associated with this event.